Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. We were not able to confirm there was a relationship established between the reported event and the device. It was reported that the wrong pin driver was used to remove the bon pins. This could have contributed to the reported error.

Event description:
It was reported that after a case was complete, the surgeon used the wrong pin driver to remove bone screws on the tibia creating them to torque and the tips twisted. He then tried to use the t-wrench to loosen them and the tip then broke off in the t-wrench. No patient impact as the procedure was already completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.